Manufacturer narrative:
Addendum to the initial report. This supplemental report is being sent to show the correct and most recent patient weight provided as well as a date of event. With the current information no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. Based on the limited medical records received there is no way to determine if the bard flat mesh may have caused or contributed to the issues experienced post implant due to the patient's history of bowel and bladder dysfunction, along with many other comorbidities requiring medications that are noted to cause multiple side effects. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2003 - the patient underwent a two part procedure which included abdominal sacral colpopexy and culdoplasty with placement of a bard davol flat mesh in sling fashion. A second part burch cystourethropexy was also performed following the abdominal sacral colpopexy. Based on the medical records provided it appears the mesh was customized for the procedure. On (B)(6) 2008 - patient presented with pelvic recurrent grade iii cystocele, stress urinary incontinence, intrinsic sphincter deficiency, weakened perivesical fascia and previous (unspecified) failed surgeries x3. The patient underwent an anterior colporrhaphy with non-bard davol mesh graft placement, tension free vaginal tape secure ((B)(6)), suburethral sling in a u-position, cystoscopy, and repair of weakened perivesical fascia. There was mention of scarring from previous abdominal surgeries and "sling" placement, however, there is no mention or visualization of the bard flat mesh in the operative dictation. On (B)(6) 2014 - the patient was evaluated by her physician multiple times for symptoms of urinary incontinence, multiple sclerosis which was diagnosed as a neurologic disorder, as well as alternating bouts of chronic constipation and diarrhea. During this time the patient was also noted to have recurrent uti's attributed to the diarrhea. The patient was diagnosed with possible small bowel bacterial overgrowth syndrome and treated multiple times successfully.